Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 with a blood glucose level of 281 mg/dl. The customer was found passed out but they stated that they were not hospitalized for diabetes related issues or any issues with the insulin pump. The customer experienced no symptoms. The customer was wearing the insulin pump during the hospitalization. The customer did not troubleshoot and did not send the product back for analysis.